Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. Llitigation alleges the patient suffers from discomfort, and elevated toxic cobalt chromium metal ions. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear and metallosis. Doi: (B)(6) 2007. Dor: (B)(6) 2015. (Left hip). Pfs alleges pain, weakness and clicking or popping. After review of medical records, the patient was revised to address painful left total hip arthroplasty with metal on metal implant. Indication note reported pain, MRI show no obvious pseudotumor and negative of infection. Operative note reported acute inflammation, acetabular component slightly anteverted, firm bone behind the cup and impinging psoas over the anteriour rim of the cup.